Event description:
Pt developed lymphedema in the left leg post implant. Pt was seen in the ER and then sent to dr. (B)(6), an oncologist. He proceeded to run various tests and detected a mass that was blocking all fluid entering and exiting from her left leg. On (B)(6) 2011, pt had surgery and biopsy. A pseudo tumor was found and removed. The femoral stem had head were replaced. Since replacement, pt has had ambulation difficulties and has been unable to use left leg. "Pt was seen (B)(6) 2011 and differential included infection, pseudo tumor due to polyethylene wear and soft tissue tumor occurring in setting of prior total hip arthroplasty."